Event description:
The patient reported that an x-ray and CT scan (dates not reported) revealed that he has a lead fracture. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available. See manufacturer's report numbers: 6000153-2007-04058; 6000153-2007-04059; 6000153-2008-02094.